Event description:
It was reported that during equipment testing conducted prior to the start of a surgical procedure, the rover displayed an error message which resulted in a 30 minute delay to the start of the procedure. The pt had not entered the operating room at the time of delay, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.